Event description:
The customer reported that the battery ejected multiple times resulting in an unexpected shutdown during use. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the battery ejected multiple times resulting in an unexpected shutdown during use. No adverse pt impact was reported. The device was evaluated by a philips field svc engineer. The symptom was verified. Reinstalling the battery latch mechanism resolved the issue.